Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he has been experiencing lows around midnight. He advised he is getting lows around midnight. Patient's blood glucose at time of incident was 48 mg/dl. Patient's current blood glucose is 104 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose values for (B)(6) 2017. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. Customer states the most recent set change was a couple days ago. Troubleshooting was performed. Product is not expected to return for analysis.